Manufacturer narrative:
No sample has been returned for evaluation for the report of intraocular pressure (iop) 7, vision 20/40, tender and achey, patient wants removal, drops prescribed; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. Insufficient information is available for a detailed evaluation of the case. There is no mention of device system failure. The reference of the eye being "tender" and "achy" suggests the presence of inflammation, which due to decreased aqueous production, may be a factor in the amount of iop-lowering. Possible root cause is that postoperative hypotony (low iop) with and without associated maculopathy, and postoperative ac cells and flare are both established risk associated with use of the device, which are clearly specified in product labeling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that a patient who has a glaucoma stent implant had an intraocular pressure (iop) of 7, tender and achy, and vision of 20/40. The patient's iop after surgery was 12 and 20/20 vision. The patient wants removal and would rather have iop a little higher. Additional information requested.